Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected by the physician. Sc-1110-02, sn: (B)(4), device evaluation indicated that the ipg passed all tests performed. Sc-2218-70, sn: (B)(4), device evaluation indicated that both leads are cleanly cut. The damage to the leads are consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient wanted the device explanted due to ineffective therapy.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot#: 14326205, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.